Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed a leak from the needle bellows, caused by slow draining and venting of the needle, and replaced pinch valves pv21 and pv22, resolving the event. (B)(4).

Event description:
The customer reported an uncontained leak of less than 10 ml of diluted blood leaking from the needle bellows of a coulter lh 500 hematology analyzer while running quality control samples. There were no error messages observed by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.